Manufacturer narrative:
Establishment name -(B)(6). The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the xenon light source front panel light-emitting diode was flashing. The event occurred during inspection for use and there were no reports of patient harm.

Event description:
The costumer reported that intended procedure was completed without delay using the same device.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: b5 and h10 (device evaluation statement needs to be corrected) additional information: h6. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. Based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.